Event description:
It was reported during a routine field service maintenance visit, a broken bur was observed inside the attachment. This event did not occur during a surgical procedure; no patient involvement or adverse consequences were reported.

Manufacturer narrative:
H6: the quality investigation is complete. Correction - d4: full UDI is not available due to missing catalog and lot number.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported during a routine field service maintenance visit, a broken bur was observed inside the attachment. This event did not occur during a surgical procedure; no patient involvement or adverse consequences were reported.